Manufacturer narrative:
(B)(4). Batch # u5f244. Additional information: the knife reverse switch was used to return the knife to home position. Some staples were unformed, so the procedure was converted to a semi-open procedure. After the procedure was converted, since a local gastrectomy was performed, the target tissue was cut by a scissor, and the hand suture was performed. Not much bleeding occurred after the knife was released. The jaws clamped 30mm to the tip of the target tissue, but the grip force was weak. The surgeon commented that he expected there was a possibility that the procedure would be converted and he told the patient about it in advance, but still he thinks this case was caused by a deficiency of the device. Additional information was requested and the following was obtained: what were the indications for surgery? No further information is available. Did the patient undergo preoperative radiation or chemotherapy? No further information is available. Was the tissue thick? No further information is available. What color cartridge was used? Gold. Was buttressing material used? No further information is available. Approximately how far did the device fire? No further information is available. Did the surgeon attempt to use the powered knife return prior to manual override? The knife returned by the knife reverse switch, not by the manual override lever. How was the knife eventually returned (powered or manual override)? Powered. Why did the surgeon convert to open instead of completing with laparoscopic method? Because some deployed staples were unformed. Are any photos or video available? Neither photo nor video is available. How was procedure completed in the open environment? The hand suture was performed. What is the current patient status? No further information is available. No further information will be provided. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with the anvil bent upwards and with a gst60d reload loaded on the device and the knife partially advance. The reload was received partially fired with the sled stopped in the distal end two drivers around here were slightly out of position and some staple guides of the cartridge deck were slightly damaged, but no other damages were observed. Also, b-formed staples remained in the proximal staple pockets. Furthermore, the anvil knife slot was noted to be damaged. In addition, a battery pack was installed on the actual complaint device. The actual device could be activated with a test battery, and it was confirmed the knife could be advanced and returned as intended. The knife was in good condition. No functional test was performed due to the condition. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. The event reported was confirmed and it is related to improper use of the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during a laparoscopic local gastrectomy, the anvil jaw was deformed so that the knife stopped moving forward on the way of the 1st firing. The device was used on the stomach. The manual override lever was used to return the knife to home position. Some staples were deployed, but the surgeon decided to convert the procedure to an open procedure to complete the case. The patient stays in the hospital. No further information is available.